Event description:
It was reported that the biomed had the arctic sun device that was sent down because it had an alarm 64 non-recoverable system error, they had not able to reproduce it in biomed. Checked the event log and only saw one alarm 64 non-recoverable system error, recommended to run the device in biomed for a little while longer and check if it reoccurs, they will run the functional check and if it reoccurred, they would call back but if it did not, they will return the device to the floor. Device had 2400 hours and no history of the 2000-hour preventive maintenance service being done, sending the information to the biomed. Per follow up information receive via mail on 12feb2024, it was reported that they have worked in tech support for the initial troubleshooting of this unit and determined that the problem was caused due to the unit being past due for the 2000 hour overhaul and the pumps being worn out , found one instance of failure code 64 in the system log (unable to enable pump power/ control processor/unrecoverable failure) and in the event log, found 4 instances of system failure 2 (low flow - low priority alarm) and 2 instances of system failure 7 (empty pads not complete - low priority alarm). With their assistance with some additional troubleshooting from the service menus, they confirmed that the expected flow and pressure values were below specification, and the pumps were worn out. They have already performed that overhaul on the unit and verified it was working properly per the service manual procedures and it was returned to service. Patient related information was not given to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a weak circulation pump. The DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the biomed had the arctic sun device that was sent down because it had an alarm 64 non-recoverable system error, they had not able to reproduce it in biomed. Checked the event log and only saw one alarm 64 non-recoverable system error, recommended to run the device in biomed for a little while longer and check if it reoccurs, they will run the functional check and if it reoccurred, they would call back but if it did not, they will return the device to the floor. Device had 2400 hours and no history of the 2000-hour preventive maintenance service being done, sending the information to the biomed. Per follow up information receive via mail on 12feb2024, it was reported that they have worked in tech support for the initial troubleshooting of this unit and determined that the problem was caused due to the unit being past due for the 2000 hour overhaul and the pumps being worn out , found one instance of failure code 64 in the system log (unable to enable pump power/ control processor/unrecoverable failure) and in the event log, found 4 instances of system failure 2 (low flow - low priority alarm)and 2 instances of system failure 7 (empty pads not complete - low priority alarm). With their assistance with some additional troubleshooting from the service menus, they confirmed that the expected flow and pressure values were below specification, and the pumps were worn out. They have already performed that overhaul on the unit and verified it was working properly per the service manual procedures and it was returned to service. Patient related information was not given to biomed.